Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On (B)(6) 2024 this female peritoneal dialysis (pd) patient reported having an infection a couple of weeks ago. The patient stated she was on antibiotics and being treated at the pd clinic. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient contacted the on-call nurse at 2am on (B)(6) 2024 due to abdominal pain and cloudy pd fluid. The patient was seen later that day in the (B)(6) clinic. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) meropenem (dose not provided) daily with the last dose on (B)(6) 2024. The pd effluent culture resulted positive for pasteurella multocida. The patient remained on meropenem due to allergies to other antibiotics. The patient was administered the antibiotics daily at the pd clinic due to not being able to manage the antibiotics on her own because of forgetfulness. A repeat culture on (B)(6) 2024 showed no growth. The cause of the peritonitis was a breach in aseptic technique with exposure of the pd supplies to the patient¿s cat. No further information was provided.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the patient¿s peritonitis was attributed to contamination to the pd supplies by the patient¿s cat. This is supported by the culture results of pasteurella multocida, an animal-sourced gram-negative coccobacillus, which is generally carried by cats. The 2016 international society for peritoneal dialysis guidelines recommend that domestic animals should not be in the area while the pd exchange is performed. Based on the available information and no evidence or allegation of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
On (B)(6) 2024 this female peritoneal dialysis (pd) patient reported having an infection a couple of weeks ago. The patient stated she was on antibiotics and being treated at the pd clinic. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient contacted the on-call nurse at 2am on (B)(6) 2024 due to abdominal pain and cloudy pd fluid. The patient was seen later that day in the pd clinic. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) meropenem (dose not provided) daily with the last dose on (B)(6) 2024. The pd effluent culture resulted positive for pasteurella multocida. The patient remained on meropenem due to allergies to other antibiotics. The patient was administered the antibiotics daily at the pd clinic due to not being able to manage the antibiotics on her own because of forgetfulness. A repeat culture on (B)(6) 2024 showed no growth. The cause of the peritonitis was a breach in aseptic technique with exposure of the pd supplies to the patient¿s cat. No further information was provided.